Event description:
User facility reported they faced difficult aspiration during nasopharyngeal aspiration. The catheter caused irritation.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Facility users reported while using another catheter with only two opposite small openings the aspiration was easy. The sample was not received for the investigation process. Review of mfg records and final product release showed the product met its requirements. No non-conformances were registered during the mfg or packaging processes. No further complaint or increasing trends were identified for the two batches or with the reference product code within last 24 months. Based on the info received, it has not been possible to determine the root cause of the reported product failure. No add'l pt/event details have been provided to date. The lot number was not provided. Should add'l info become available, a f/u report will be submitted.